Manufacturer narrative:
Because this medical event was caused by a delivery issue, there will be no prod returned for investigation. Therefore, this notification represents a final report.

Event description:
Customer reported not being able to test her blood glucose because her replacement meter had not arrived. Customer reported calling 911 to take her to the hosp for her blood glucose check and insulin medication. Customer reported receiving insulin treatment at the hosp. However, there is no report of diagnosis at the hosp.